Event description:
During laparoscopic roux-en-y gastric bypass, the enterotomy of the jejunum was closed using a single 45 stapler. At this time there was noted to be bleeding from the candy cane portion of the jejunum. Upon further evaluation it was felt that the staple line had dehisced. The staples were seen to be not completed in their firings and it was felt that the staple line had failed. A second stapler was used for the closure.